Manufacturer narrative:
On february 15, 2021 additional information received indicated that an explant (with re-augmentation) of her ruptured left implant on january 28, 2021. The report indicated that, they did not keep the damaged implant, it was disposed of. A new mentor implant (600cc mod plus) was inserted. The MRI examinations on october 9, 2020 findings are as follow:¿mild intracapsular rupture of each breast, greater on the left. Small focal oblong contains extracapsular rupture at the medical margin of the left breast implant is noted inferiorly near the 7 o¿clock position with oblong contained extracapsular rupture seen extending over inferior aspect of the sternum.¿ the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast augmentation with mentor memorygel, 600cc silicone breast implants which bilaterally ruptured after implantation. The issue was confirmed by the MRI examination. The issue has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.